Event description:
--

Manufacturer narrative:
This lead will be returned to boston scientific for analysis. This investigation will be updated should further information be provided or upon completion of analysis.

Manufacturer narrative:
This lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead had a tricuspid valve reconstruction and mitral valve replacement procedure. During the procedure, this lead exhibited a high out of range pacing impedance measurement. Exit block with no stimulation after pacing was also noted this lead was explanted and a new lv lead will be implanted in the future. This lead will be returned to boston scientific. No adverse patient effects were reported.